Event description:
It was reported that during generator replacement for end of service the surgeon identified a lead fracture. It was reported that the generator had flipped in the pocket so many times that it resulted in a lead fracture. The patient had lost a total of 100 pounds which resulted in the generator becoming loose in the pocket and started to flip. There was no patient manipulation that resulted in the flipping generator. The physician did not perform a full revision at that time. The lead replacement surgery has not occurred to date. No additional relevant information has been received to date.